Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 407645 ra lead, 407652 rv lead, implanted (B)(6) 2011. (B)(4).

Event description:
It was reported that the patient presented with a syncopal episode. The device remains in use. No further patient complications have been reported as a result of this event.